Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. An external and internal inspection was performed with no issues noted. During the evaluation, electrical and functional testing were performed on the device. The device failed rite (returned instrument test evaluation) electrical testing due to an earth leakage failure. Upon further analysis, it was determined that the cause of the failure was due to the pneumatic system fluid ingress which then damaged the pump. Specifically, fluid was drawn into the pneumatic system and made contact with the ac line power conductors. This caused a short circuit that blew the fuses and damaged the pump resulting in the earth leakage failure. Upon conclusion of the investigation, the machine was scrapped. Should additional relevant information become available, a supplemental report will be submitted.